Event description:
It was reported the patient said she had a knee replacement five days before reported event date. It was reported that she shut her ins(stimulator) off for the procedure, then had a catheter for two days, then when she turned her ins back on. It was noted that her ins did not provide the therapy she had prior to the procedure. The patient said prior to the surgery, she was going every 1-3 hours, now she was going every hour to 2 hours. The patient said she was now in a rehabilitation facility and was checked for uti (urinary tract infection) but she does not have a uti. The patient asked if taking pain medications(tramadol and oxycontin) would interact with her ins therapy. The patient reports a loss of therapeutic effect. The patient said prior to getting her implant in 2012, her symptoms were she was going every hour and 16 times a day. The patient said after implant she was able to get 3 hours of sleep. The patient said she can't function, she has to walk to the bathroom and her knee was stiff. The patient said she shut it off this morning. The patient said between implant and her surgery, she had worked with her hcp (healthcare provider) and gotten other programs. (B)(4) 2014 crts 3124573 (con): additional information reports the patient reports had a loss of therapeutic effect. The patient calling back today stating that her urge to go to the bathroom was constant. The patient states she turned her therapy off yesterday. The patient states she was peeing every hour. The patient was laying in the bed at the nursing home rehabilitation facility. The patient states when she gets the urge to go there was hardly anything that comes out. The patient wasn't seeing any other programs available when trying to walk through changing programs. It was later reported that the representative spoke with the office the morning of reported event date and was told by reception, that the patient was not having therapeutic benefit because she did not have the ins turn on. Since she was still having difficulty, the representative suggest the patient schedule an appointment at the office to ¿work¿ themselves to turn on the neurostimulator and turn it up for therapeutic benefit. The patient called for reprogramming. Patient stated her device was on and programmed to program 1 at 0.8 volts. It was confirmed again the patient does not have any other program available. Patient increased the stimulation to 1.0 volts. Patient stated during the night she feels the stimulation constantly and keeps getting the urge to go but nothing comes out and she doesn¿t know how to fix it. Patient stated she would rather turn off the stimulation and not get the urge. It was explained to the patient that she could only decrease and increase or turn off the stimulator until it can be reprogrammed. Patient stated she was in pain due to the surgery and unable to go to the healthcare provider office. Patient was going to be in rehabilitation for two months. Patient stated she wanted representative to go there. Patient stated she had it reprogrammed and it was fine prior to the surgery.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va00dpw, implanted: (B)(6) 2012, product type: lead. (B)(4).